Event description:
It was reported the patient presents subluxation. Revision surgery is scheduled to be performed on (B)(6) 2020.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. Procedure was on hold due to covid-19 pandemic. The device was manufactured in 2006. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Our clinical/medical team noted: without the requested relevant clinical information, a thorough medical investigation cannot be rendered. Per subsequent email, the revision ¿is now delayed¿. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. A root cause could not be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.